Manufacturer narrative:
Patient weight not available for reporting. Report is for one (1) unknown screw. UDI: part number unknown, lot number unknown; UDI unavailable. Screw broke intra-operatively and was not implanted / explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 2.0 mm drill bit broke intra-operatively during a revision surgery for non-union. The drill bit reportedly snapped off upon the device hitting a screw. The generated fragments reportedly remained within the patient. The broken screw was able to be removed and the screw reportedly generated no fragments. There was no other medical intervention required; the surgery was completed successfully with no surgical delay. The patient status is unknown. This report is for one (1) unknown screw this is report 2 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was reported that the broken screw was not a synthes device. The manufacturer of the screw that broke is unknown, but it was verified to not be synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was reported that the broken screw was not a synthes device. The manufacturer of the screw that broke is unknown, but it was verified to not be synthes.